Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation revision procedure with unspecified mentor saline breast prostheses and suffered several unexplained systemic symptoms, including infection of the implants (drains were placed and she was provided antibiotics), hot sweats that caused fungus underneath breasts, fungal medication caused blood in urine, headaches, muscle spasms, breasts feel like they are on fire, feels like she is in menopause, inability to breastfeed, and a mammogram showed a lot of scar tissue (indicative of capsular contracture, baker grade is unknown). No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.